Event description:
Additional information was received that the device was reprogrammed. However, the pptwo reoccurred. Additional programming was provided and anticipated to resolve the event.

Event description:
Additional information was received that the suspected cause of the pptwo may be dislodgment. Additional information was requested and not received.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.